Event description:
Patient developed small areas of drainage post patellar tendon repair with orthadapt augmentation (date of symptom onset not reported); the culture of the drainage tested positive for infection. The patient did not respond to antibiotics. A wound exploratory surgery revealed that the bioimplant was protruding from the paratenon, and it was removed approximately six weeks post-repair. The tendon was noted to be healed.

Manufacturer narrative:
The physician indicated the drainage was from the skin and subcutaneous layers only; no evidence of deep infection was observed. Additionally, the physician indicated the patient had wound-healing complications from prior surgeries and possible hypersensitivity to the suture material. An assessment, based on the information provided by the physician, indicates the likely cause of the event is due to an infection. Additionally, the patient's history of wound-healing complications cannot be ruled out as a contributing factor. Infection is a non-sporeforming gram-positive cocci and categorized as vegetative bacteria; thus, it is susceptable to the orthadapt proprietary sterilization process. Any vegetative bacteria microorganisms present during the orthadapt manufacturing process would not survive the sterilization process. Therefore, it is highly unlikely that the infection could have come from the implant. Neither the product nor the product lot number was provided to the manufacture. The manufacturer of the device at the time was pegasus biologics, inc.